Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 09-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was broken. A field service engineer (fse) found that a bottle of liquid medication had broken inside matrix drawer 1. The liquid then made its way down through drawers 2.1, 2.2, 3.1, 3.2, 4.1, and 4.2. Upon checking drawer 5, the fse found that the liquid had not reached that drawer. The fse cleaned out drawer 1, removed the matrix tray, properly seated all cables and recovered the drawer 1. The fse then completed a proactive inspection process by opening the rear panel, fully extending the drawer, examining all operations of the device and tested the drawer using the hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the drawer was broken. The customer reported that the malfunction caused a delay in dispensing medication to patients as they managed to get the medication from the pharmacy. There were no adverse events or injuries reported based on this incident.